Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The following fields are being corrected based on the available information at the tome of the initial report submission: e2/e3 and g2. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, it is likely that the image was not displayed due to the communication failure resulting from a partial disconnection due to cable buckling. However, a definitive root cause cannot be established. The event can be detected/prevented by following the instructions for use which states: "·do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. ·never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. ·never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. ·do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. ·never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. ·never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation found that the cable unit was depressed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The subject device was returned to an olympus service center with no alleged complaint. Upon inspection and testing of the returned device, it was observed the device was not displaying an endoscopic image due to the damaged cable unit. This report is being submitted for the malfunction found during device evaluation (no image). There was no report of patient or user injury due to the event.